Event description:
A malfunction was reported on the pump by the caller, showing malf code 16, which was non-resettable by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use a backup therapy to ensure continued insulin delivery and was provided with instructions and support to reset the pump. However, the malfunction recurred, leading to a decision by cts to replace the pump. A replacement pump with updated software was sent, and the caller was informed about available training. The customer was also guided on how to put the old pump into storage mode before returning it to tandem, which they acknowledged and understood.